Event description:
It was reported via repair work order that the side rail could drop quickly while lowering due to damaged side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.